Event description:
Customer reportedly obtained a result of 2.3 inr on the coaguchek xs system and 5.0 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
Event occurred in (B) (6).